Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
An article was published in the journal of cataract & refractive surgery in june 2019 titled, '10-year clinical outcomes after implantation of a posterior chamber phakic lens for myopia.' The article states that glaucoma filtering surgery was performed on one eye due to pigmentary glaucoma. The icl was not removed. After filtering surgery, the iop was stabilized to normal range without any iop-lowering medications. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Initial MDR should have also stated: 'initially, topical medications were used to reduce iop, but glaucomatous changes progressed, so further intervention was required.' Patient code 3191 (secondary surgical intervention - treatment with medications, glaucoma filtering surgery) should have been included in initial MDR claim#: (B)(4).